Event description:
During procedure when surgeon pulled balloon catheter out, part of the balloon catheter broke and a piece of balloon remained in the sheath. When the sheath and guide wire was removed by the surgeon, the piece of broken balloon catheter came out with the guide wire. Diagnosis for use: peripheral vascular disease.